Event description:
The patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate readings on their one touch verio pro meter. The patient had done back to back readings and obtained the following results : 120mg/dl-170mg/dl-124mg/dl. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the back to back readings is greater than 20%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # isk093745.